Event description:
It was reported by svc report that there was no power to the auxiliary outlet. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: burned prong on the power cord.